Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the entrapment of device occurred. During a farapulse procedure for the treatment of atrial fibrillation, a farawave catheter was selected for use. The physician completed the right superior pulmonary vein (rspv) treatment and proceeded to the left superior pulmonary vein (lspv). Four applications were delivered in the flower configuration. Following these applications, the guidewire became stuck within the catheter. Attempts to withdraw the guidewire or return the catheter to its nominal position were unsuccessful. The catheter and guidewire were subsequently removed and replaced. The procedure was completed successfully using a new farawave catheter and guidewire. The guidewire was removed from the original catheter once outside the patient. No patient complications occurred, and the patient is expected to fully recover.